Event description:
Literature: magown p, garcia r, beauprie I, mendez I. Occipital nerve stimulation for intractable occipital neuralgia: an open surgical technique. Clin neurosurgery, 2009; 56: 119-124. Summary: in an attempt to solve the problem of electrode positioning and migration for occipital neuralgia pts, the authors developed an open surgical approach that allowed visualizing the occipital nerve and ensures meticulous anchoring of the electrode onto the main trunk of the nerve. There were seven occipital neuralgia pts involved in this study; five women and two men. Event: a seroma over the lead incision with wound dehiscence and lead exposure developed in one pt (pt six). An incision and drainage of the wound was attempted; the lead was then buried underneath the aponeurosis to prevent further erosion through the skin. Antibiotic therapy was instituted for six weeks starting with vancomycin intravenously; vancomycin was changed mid-course to ciprofloxacin and rifampin because an allergic dermatitis developed in the pt. The lead was explanted after antibiotic failure.

Manufacturer narrative:
(B)(4). At this time, no additional info was available, a follow up was requested and info will be updated if additional info becomes available.